Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The power cord and power supply were not returned. Visual inspection of returned material revealed no discrepancies or discernible damage. A test power cord and power supply were used, and the unit was powered on with no issues observed. Investigation results for reported issue concerning a frayed power cord sparking were inconclusive because of an incomplete return. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking and exposed and frayed wires of the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.